Event description:
It was reported that this device was not implanted due to a red code at the implant procedure. Subsequently the device was not implanted at this time. The device will be returned for analysis. There were no adverse patient effects. This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Programmer log files indicated that an anomaly with a capacitor reform resulted in an error message that was noted, however the cause is unknown. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that this device was not implanted due to a red code at the implant procedure. Subsequently the device was not implanted at this time. The device will be returned for analysis. There were no adverse patient effects.